Manufacturer narrative:
(B)(4). No device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
"Literature article entitled, ¿radiostereometric analysis of hemiarthroplasties of the hip e a highly precise method for measurements of cartilage wear¿ by w. Figved. Et al, published by osteoarthritis & cartilage (2012), vol. 20, pp. 36-42, was reviewed. The aim of this study was to demonstrate that radiostereometric analysis (rsa) may be used for three-dimensional measurements of cartilage wear in hemiarthroplasties of the hip. The patients included in this study did not have any complications or revisions. This complaint captures the two patients who were excluded from the project due to perioperative complications. Implanted products: the depuy products implanted were a mobile polyethylene cup, a cocr bipolar femoral head, and/or a corail stem- all cementless. The cemented products and cement were all competitor were all products manufactured by a competitor. Results: the requirements for study inclusion were no complications or revisions of the implanted hemiarthroplasty. 2 patients were excluded from the study due to revisions caused by deep infection (1) and dislocation (1). The authors do not identify which manufactured product was associated with the events. The study covered the initial 3-month period following implantation. The authors note that there was polyethylene wear as evidenced by the femoral head migrating into the polyethylene cup. They further note that this is an expected outcome following surgery. The mobile cup is not coded for bearing wear because the study only covers three months, which is not enough information to determine true wear. Additionally, the patients had no associates adverse events and did not need any medical or surgical intervention. Captured in this complaint: 1 mobile cup, 2 bipolar heads, and 1 corail stem revised for infection. 1 mobile cup, 2 bipolar heads revised for dislocation. "